Event description:
It was reported that the patient underwent prophylactic vns generator replacement. The explanted generator was received by the manufacturer and product analysis was completed. The generator performed according to functional specifications. There were no performance or other adverse issues with the vns generator. The generator data dump was reviewed and under the last greater than 25% change in impedance, high impedance was observed. The high impedance occurred approximately two weeks prior to the date of explant.